Event description:
While firing the echelon 45 stapler on the patient's lung tissue, it stopped halfway through the staple fire. The physician was able to perform an emergency reverse and performed the remainder of the procedure with another procedure. The patient was not negatively impacted.